Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-1896 scrwdrv,cann.,pinlock ii,3.5mm hex snapped during use. This occurred on (B)(6) 2024 in (B)(6) hospital during an acl revision. It was reported that a metal interference screw was being inserted into a femoral tunnel. The femoral tunnel diameter was 10mm, btb graft was 10mm and the surgeon selected a 9mm screw. On insertion the surgeon noted the "tough" insertion and with roughly 2 turns to go the screw inserter snapped at the hex driver point (pictured). The broken fragment was left in the insertion point of the screw. The nitiol wire was left in place, so that the fragment was not lost in the joint space and a grasper was used to remove the fragment. The case was completed successfully using an 8mm peek interference screw which had been tapped by the metal screw. There was case involvement.

Manufacturer narrative:
Evaluation of the customer's attached picture of an ar-1896. Revealed that the hex tip of the device was broken off. The reported failure is most likely due to user error, specifically from applying excessive force while using the device. The complaint allegation is confirmed upon evaluation of the customer's attached picture.